Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, as the handle was squeezed, the clip did not come out. A surgical mechanism error had occurred and there was no seal. They finished after replacing other instruments. There was no patient injury reported.